Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.25mm non-bsc balloon catheter was advanced for pre-dilatation but failed to cross the lesion. A 1.5mm non-bsc balloon catheter was then advanced and pre-dilatation was performed. The 2.25mm non-bsc balloon catheter was advanced again but still failed to cross the lesion. Subsequently, ablation was performed and the 2.25mm non-bsc balloon catheter was able to re-dilate the lesion. A 3.50 x 16 synergy¿ drug-eluting stent was advanced but resistance was encountered and the device failed to cross the lesion. The device was removed from the patient's body and it was confirmed that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.